Manufacturer narrative:
Correction - h6 (device code) the reported event could be confirmed, based on available medical records and medical experts assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- based on available information there is a large cyst in the bone that resulted in loosening of talar and tibial components. The failure here is not implant related but there is a large cyst in the bone that resulted in loosening of talar and tibial components. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for pain and due to midfoot and hind foot malignment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for pain and due to midfoot and hind foot malignment.